Event description:
While implanting the lpod between l5 and s1, and attempting to rotate into position, the implant broke at the inserter interface.

Manufacturer narrative:
The surgeon inserted the implant between l5 & s1 and attempted to rotate into position to lock the device when the implant broke. The surgeon was unable to remove the implant, "the patient had an exceptionally tight disc space at l5-s1", and therefore left the implant in the disc space. Due to the fact that the implant was not able to be returned to the manufacture for evaluation, we could not determine the lot number or revision level of the implant that was used in the surgery.